Manufacturer narrative:
Sorin group (B)(4) manufactures the d903 avant oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Please not that this MDR is being filed late as a result of a change in sorin group (B)(4) complaint reporting criteria and subsequent review of the past complaints to these criteria. It was reported that a pt, previously diagnosed with severe coronary disease, was placed on ECMO due to difficulties post coronary artery bypass graft. After about 2 days of ECMO, the pt was transferred to the university hospital of (B)(6) for implantation of a circulatory assist. Before starting the implantation, the ECMO circuit was replaced by a standard cardiopulmonary bypass circuit. About 60 mins into bypass, the first oxygenator had to be replaced because of low oxygen transfer. Three hrs later, the second oxygenator had to be replaced by a third one. Sorin group (B)(4) has completed their eval. The d903 avant oxygenator uses microporous polypropylene hollow fiber membranes for gaseous mass transfer. These fibers are extremely effective for gas transfer; however, if the membrane loses its hydrophobic characteristic, the pores will gradually fill with condensation fluid and or blood plasma. This phenomenon is called plasma leakage and will increase the diffusion distance which results in a dramatic reduction of gas transfer. The observed oxygenator failures reported by the facility are most likely caused by plasma leakage. This phenomenon is not related to a specific brand or design but solely to the use of microporous polypropylene fibers. The onset of plasma leakage was most likely triggered by the critical condition of the pt which will have lead to a major reduction in plasma surface tension. The pt was further compromised by renal insufficiency which will increase the amount of lipid soluble drugs in the blood. Although no data were available to support it, the pt most likely experienced liver failure. Liver failure will release bile acids into the blood stream which is known to reduce the plasma surface tension leading to plasma leakage. The facility reported the incident to the country's competent authority. All allegation of pt consequence due to the incident was indicated on the report. This medwatch report is being filed as a result of these actions.

Event description:
Sorin group (B)(4) rec'd a report that a pt, previously diagnosed with severe coronary disease, was placed on ECMO due to difficulties post coronary artery bypass graft. After about 2 days of ECMO, the pt was transferred to the university hospital of (B)(6) for implantation of a circulatory assist device. Before starting the implantation, the ECMO circuit was replaced by a standard cardiopulmonary bypass circuit. About 60 minutes into bypass, the first oxygenator had to be replaced because of low oxygen transfer. Three hrs later, the second oxygenator had to be replaced by a third one. The pt expired after surgery.